Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a colonoscopy procedure performed on (B)(4) 2009 (B)(6). According to the complainant, during the procedure, the generator was not conducting heat. The site was able to move cables around and receive power from the unit. The procedure was completed with the same endostat ii electrosurgical unit. There were no pt complications reported as a result of this event.